Event description:
It was reported that the patient was electrocuted by an external light bulb and presented to the emergency room. A transmission observed the implantable cardioverter defibrillator (ICD) device with oversensing of what appeared to be non-hemodynamic noise. An episode of ventricular fibrillation (vf) was misclassified by the device, which resulted in inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.